Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured due to heavy calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.50mm x 12mm was returned for analysis. A visual and tactile inspection found no issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen identified midshaft kink. A visual examination of the device identified a circumferential rupture, at 1.3cm from the distal tip. A microscopic examination of the outer and inner lumen identified midshaft kink. A microscopic examination of the markerbands identified no damage. Bumper tip detached and not returned. A microscopic examination of the device identified a circumferential rupture, at 1.3cm from the distal tip.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured due to heavy calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.